Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas, serial number (B)(6) , and the reported events could not conclusively be established through this evaluation. Analysis of the log file provided by the account confirmed elevations in pump power and flow; however, a specific cause for this finding could not be conclusively determined. The account submitted log files for review. Analysis of the submitted log file revealed transient power elevations up to 8.7 watts was recorded on (B)(6) 2020, (B)(6) 2020, and (B)(6) 2020. The pump remained above the low-speed limit and appeared to be functioning as intended. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). The heartmate ii lvas instructions for use (IFU) is currently available. This IFU lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Pump speed, power, flow, and pi are addressed in section 1 of this IFU. This IFU also explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Additionally, section 6 "patient care and management" outlines the recommended anticoagulation therapy and inr range. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on 11oct2017. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was having frequent lengthy runs of ventricular tachycardia (vt). It was requested that an urgent waveform analysis be performed. Technical services (ts) reviewed the log file and noted that it captured some above baseline powers in the 7-8w range all throughout the file, but that these higher powers were not sustained and most were associated with pulsatility index (pi) events. No other unusual events were noted in the log. Additional information communicated on 21oct2020 reported that the patient does have some arrhythmia and had an implantable cardioverter-defibrillator (ICD) placed prior to the their pump. The patient's cardiac arrhythmia was not believed to be device related, and the arrhythmia was most likely due to an electrolyte imbalance. Besides the pi events, there were no other known causes for the elevated pump power. The patient's symptoms included lightheadedness and shortness of breath. The patient was treated intravenously with amiodarone, lidocaine, and magnesium.